Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes, oversensing, and intermittent undersensing. This system was currently programmed to primary vector. Technical services (ts) recommended running auto set-up to see if the device chooses a different vector. If auto set-up fails, ts recommended performing manual set-up and performing an x-ray to determine system placement. This s-ICD remains in service. No adverse patient effects were reported.